Event description:
During an atrial fibrillation procedure, a pericardial effusion was noted requiring a pericardiocentesis. It was noted that the patient's blood pressure had slowly trended down over time. The heart border was checked with an intracardiac echocardiogram, and it was found that a pericardial effusion had developed in an unknown location. It was concluded that there had been a small perforation at some point throughout the procedure. It is not known when or what caused it. Pericardial access was obtained and a pericardiocentesis was performed, stabilizing the patient. The patient is now recovering. There were no alleged performance issues with any abbott devices. 70w ablation was used throughout lesion set.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported pericardial effusion and the cause remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion was noted requiring a pericardiocentesis. It was noted that the patient's blood pressure had slowly trended down over time. The heart border was checked with an intracardiac echocardiogram, and it was found that a pericardial effusion had developed. It was concluded that there had been a small perforation at some point throughout the procedure. It is not known when or what caused it. Pericardial access was obtained and a pericardiocentesis was performed, stabilizing the patient. The patient is now recovering.